Manufacturer narrative:
The customer's address is unknown. (B)(6), USA has been used as a default. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5115373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that upon recapping the bd nano¿ 2nd gen pen needle after use, the spouse of the consumer pricked their finger on it when it pierced through the cap. The following information was provided by the initial reporter: "using the bd brand nano 2nd gen pen needles for insulin shot administered to my spouse, upon placing the protective plastic cap back onto the needle after use, I did not noticed that the needle had become slightly bent to the side and when placing the plastic protector cap back onto the nano needle to safely dispose of, the needle pierced through the plastic protector cap which I had not noticed resulting in my index finger becoming pricked and bleeding."

Event description:
It was reported that upon recapping the bd nano¿ 2nd gen pen needle after use, the spouse of the consumer pricked their finger on it when it pierced through the cap. No further information was provided. The following information was provided by the initial reporter: "using the bd brand nano 2nd gen pen needles for insulin shot administered to my spouse, upon placing the protective plastic cap back onto the needle after use, I did not noticed that the needle had become slightly bent to the side and when placing the plastic protector cap back onto the nano needle to safely dispose of, the needle pierced through the plastic protector cap which I had not noticed resulting in my index finger becoming pricked and bleeding."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.